Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Event description:
On (B)(6) 2019, the patient had a left cemented total knee arthroplasty due to rheumatoid arthritis, severe medial tibial bone loss and varus deformity severe osteoporosis, and instability. During the procedure, the surgeon reported finding severe varus disease and medial tibial bone loss, severe osteoporosis with compromise of the anterior femoral cortex and severe synovitis. Depuy components and cement were utilized. On (B)(6) 2020, the patient had a revision of left total knee arthroplasty to address recurrent/chronic infection mrsa. The tibial component insert was revised. It is noted that patient is status post two I&d with washout. Gross pus was found within the knee along with synovitis. On (B)(6) 2020, the patient had a revision of left total knee, tibial components to address chronic infection with a large fluid collection inferior to the joint. The surgeon was hesitant to explant because the patient had a long cemented stem and very poor bone quality. During the procedure, the surgeon observed bloody serosanguineous fluid, synovitis and the tissue around tibial ¿never healed¿.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Patient code: no code available (3191) is used to capture fluid discharge. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical notification received for revision of left total knee to address infection. Date of implantation: (B)(6) 2020. Date of revision: (B)(6) 2020. (Left knee) . Treatment: revision of tibial insert.